Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements which were out of range. The intrinsic amplitude had recently decreased and there was a concern about the ability to sense the patients ventricular fibrillation appropriately. There was a plan to perform x-ray images and in clinic tests to assess the integrity and performance of the lead. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements which were out of range. The intrinsic amplitude had recently decreased and there was a concern about the ability to sense the patients ventricular fibrillation appropriately. There was a plan to perform x-ray images and in clinic tests to assess the integrity and performance of the lead. Additional information noted that in clinical testing was performed and a small amount of noise, but no oversensing was seen. X-ray images did not reveal anything obvious with the lead and noted that the lead was not implanted through the subclavian making a subclavian crush unlikely. An inquiry regarding further investigation or tests to ensure safety was requested and it was noted that the physician was reluctant to perform a lead revision/replacement as the patient did not pace and only used the lead for defibrillation. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.